Event description:
Coopervision was made aware of a pt that developed a central corneal scar in the right eye. Symptoms appeared to have developed after first use of the contact lens. Pt treats with a topical anti-infective and corticosteroid combination. Corneal specialist that was involved stated that the opacities may have been migrating epithelial stem cells from long term contact lens wear. There may have been a scleritis component to this too. Pt condition is mostly resolved. Pt permanently discontinued contact lens wear (B)(6) 2013.